Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Medtronic received a report that the axium coil could not be detached. One detachment attempt was made with the instant detacher (ID), and 3 attempts were made manually. A second ID was not used as there were no issues with the ID. The coil was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for an unruptured, saccular aneurysm located in the c4 section. The max diameter was 12mm, and the neck diameter was 8mm. The patient's blood flow and vessel tortuosity were normal.

Manufacturer narrative:
Product analysis: as found condition: the axium coil was returned for analysis within a shipping box, within a plastic bio-pouch, and within an opened axium inner pouch (222627345). Visual inspection/damage location details: the axium pusher was found broken at the hypotube break indicator (hbi) with the release wire broken. The pusher actuator interface (ai) was not returned. No bends or kinks were found with the pusher. The implant coil was examined within the introducer sheath and found in good condition. The implant coil was pushed out from within the introducer sheath without issue. The release wire coin was found against the lumen stop, the shield coil was intact, and the implant coil was still attached to pusher. There does not appear to be any blood under the shrink tubing at the detachment zone. The implant coil was found in good condition. The release wire was accessed and pulled back from the lumen stop, detaching the implant coil without issue. During the analysis, the implant coil was lost. The release wire coin was found in good condition. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿non-detachment¿ report was confirmed. Possible causes of ¿non-detachment¿ include damaged pusher, coin jammed at lumen stop, intact twr crimps, coil shield wrapped around coil shell or proximal end of implant coil, detachment stick bent or out of specification, or blood under shrink tubing at detachment zone. As the pusher actuator interface and the instant detacher were not returned any contributing factors could not be assessed. In this event, it is likely the release wire broke during the three manual detachment attempts contributing to the non-detachment issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.